Event description:
Reported that device failed while in use on a patient. Device in use at (B)(6) in (B)(6). The failure reported stated the piston was stuck in a down position during operation.

Manufacturer narrative:
Information reported from the customer was unable to be confirmed. Additional information provided by the customer was invalid. The distributor questioned validity of reported information as they could not reproduce or confirm the info. Manufacturer could not validate the customer's claims either. Bench testing by both distributor and manufacturer were unable to reproduce cited problem. Device repaired for a minor item that was unrelated to system performance and returned to customer. Attempts to obtain patient information from the customer by the manufacturer were denied as customer-stated information was confidential and would not provide.